Event description:
It was reported that when using the buttons on the right side of the machine, it sticks and causes the arm to turn all the way to the floor. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.